Event description:
While performing thrombectomy, it was switched from a 0.054 separator to a 0.32 separator. After successful removal of vessel occlusion, the separator was removed and it was then noted that it was split in two. The device was intact with no missing pieces.====================== health professional's impression======================there was no adverse event related to this device splitting.====================== manufacturer response for separator-endovascular mechanical device, penumbra separator======================they were going to evaluate the device and give us a report.